Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. No motor error alarm. Motor passed motor test. Cracked reservoir tubelip. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.